Event description:
Rptr had a spinal fusion and it left her with numbness and weakness and she drags her right leg. She can't sit long or stand. She has pain daily bladder weakness and sexual difficulty.